Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("essure embedded in the uterine body on the left"), internal haemorrhage ("internal bleeding / haemorrhage") and vaginal prolapse ("posterior vaginal wall prolapse") in a 35 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of menarche (she was 15 years old.) In 1996 and menstruation normal (duration of 4-5 days, without cramps and normal flow.) And parity 3 (all vaginal deliveries). Denies previous surgeries, drug allergy, comorbidities, alcoholism, smoking and is sedentary. Previously administered products included: ciclo 21. The only concomitant product mentioned was cerazette [desogestrel] since (B)(6) 2020. On (B)(6) 2014, the patient had essure inserted. In 2016 she experienced pelvic pain female ("worsening pelvic pain / pelvic pain frequently") and menses irregular ("irregular menses (duration of 3 days, small amount)"). In 2017 she experienced internal bleeding (seriousness criterion medically important), belly achebelly ache ("belly pain frequently"), enlargement uterine ("uterus growth"), recurrent urinary tract infection ("urinary infection frequently"), leg pain ("pains in the legs"), joint pain ("joint pain"), offensive vaginal discharge ("bad smell during intercourse / vaginal discharge / vaginal discharge with odor"), uterine inflammation ("inflammation of the uterus") and uterine polyp ("polyp in uterus"). Essure was removed on (B)(6) 2020. An unknown time later she experienced embedded device (seriousness criteria medically important and intervention required), vaginal prolapse (seriousness criterion medically important), partial expulsion of device ("essure embedded in the uterine body on the left"), cramp in lower abdomen ("many cramps very often, short period after essure inserted"), abdominal painabdominal pain ("abdominal pains"), headache ("headache"), nausea ("nausea"), endometriosis ("endometriosis"), ovarian cyst ("cyst in the right ovary / ovarian cysts"), female sexual dysfunction ("could not have sex"), coital bleeding ("bleeding during intercourse"), adenomyosis ("adenomyosis"), paraesthesia lower limb ("tingling in the legs"), low back pain ("lower back pain"), swelling of legs ("swelling in the legs"), fatigue ("fatigue"), hair loss ("hair loss") and intra-abdominal fluid collection ("fluid in the abdomen"). The patient was treated with fenbip (ketoprofen), paracetamol + fosf. De codeina (codeine phosphate;paracetamol) and amoxicilina + acido clavulonico (amoxicillin trihydrate;clavulanate potassium) as well as surgery (total hysterectomy and salpingectomy, with essure removal on (B)(6) 2020, and vaginal prolapse repair on (B)(6) 2022). At the time of the report, the vaginal prolapse had resolved and the internal haemorrhage, abdominal pain lower, abdominal pain, headache, uterine enlargement, nausea, urinary tract infection, endometriosis, ovarian cyst, female sexual dysfunction, pain in extremity, arthralgia, vaginal discharge, uterine inflammation, coital bleeding, adenomyosis, paraesthesia, back pain, peripheral swelling, fatigue, alopecia, intra-abdominal fluid collection, pelvic pain and menstruation irregular had not resolved. The outcomes for embedded device, device expulsion and uterine polyp were unknown. The reporter considered belly ache, abdominal pain, abdominal pain lower, adenomyosis, alopecia, arthralgia, back pain, coital bleeding, device expulsion, endometriosis, fatigue, female sexual dysfunction, headache, internal haemorrhage, intra-abdominal fluid collection, menstruation irregular, nausea, ovarian cyst, pain in extremity, paraesthesia, pelvic pain, peripheral swelling, urinary tract infection, uterine enlargement, uterine inflammation, uterine polyp, vaginal discharge and vaginal prolapse to be related to essure administration. No causality assessment was received for essure with regard to embedded device. The reporter commented: discrepant start date (B)(6) 2014 or (B)(6) 2014. Essure removal surgery total hysterectomy vaginal with bilateral salpingectomy was performed without intercurrences, during the procedure was also performed prolapse vaginal repair. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 23.85 kg/sqm. [Basophil count ( 0- 200 mm3)] on (B)(6) 2018: 21 mm3; on (B)(6) 2019: 17 mm3; on (B)(6) 2020: 25 mm3 [basophil percentage ( 0- 2 %)] on (B)(6) 2018: 0.4 %; on (B)(6) 2019: 0.4 %; on (B)(6) 2020: 0.4 %; on (B)(6) 2020: 0.5 % [blood cholesterol (< 190 mg/dl)] on (B)(6) 2020: 185 mg/dl; on (B)(6) 2020: 182 mg/dl [blood creatinine ( 0.4- 1.4 mg/dl)] on (B)(6) 2020: 0.84 mg/dl [blood glucose ( 60- 99 mg/dl)] on (B)(6) 2020: 87 mg/dl [blood pressure measurement] on (B)(6) 2020: 135 x 79 mmhg [blood thyroid stimulating hormone ( 0.48- 4.17 mcu/ml)] on (B)(6) 2020: 4.52 mcu/ml; on (B)(6) 2020: 2.91 mcu/ml [blood triglycerides] on (B)(6) 2020: 45 mg/dl [blood urea ( 10- 50 mg/dl)] on (B)(6) 2020: 22 mg/dl [culture urine] on (B)(6) 2019: no bacterial growth [cytology] on (B)(6) 2020: unspecific cytological alterations, negative for neoplastic cells [electrocardiogram] on (B)(6) 2020: unremarkable [eosinophil count ( 0- 800 mm3)] on (B)(6) 2018: 167 mm3; on (B)(6) 2019: 77 mm3; on (B)(6) 2020: 81 mm3 [eosinophil percentage ( 0- 5 %)] on (B)(6) 2018: 3.2 %; on (B)(6) 2019: 1.8 %; on (B)(6) 2020: 1.3 % [gynaecological examination] on (B)(6) 2020: specular: posterior uterine cervix normotrophic, slit orifice, presence of naboth cyst and grade 1 ectope, physiological secretion. Vaginal touch: avf uterus, intrapelvic, mobile, absence of pain on neck mobilization, non-palpable adnexal masses; (date unknown): endometriosis, cyst in the right ovary and internal bleeding [haematocrit ( 33- 47.8 %)] on (B)(6) 2020: 41.0 %; on (B)(6) 2020: 39.7 [haemoglobin ( 12.3- 15.3 g/dl)] on (B)(6) 2018: 12.5 g/dl; on (B)(6) 2019: 12.1 g/dl; on (B)(6) 2020: 13.5 g/dl; on (B)(6) 2020: 13.1 g/dl [high density lipoprotein] on (B)(6) 2020: 54 mg/dl [low density lipoprotein] on (B)(6) 2020: 115 mg/dl [lymphocyte count ( 1000- 4500 mm3)] on (B)(6) 2018: 2542 mm3; on (B)(6) 2019: 2440 mm3; on (B)(6) 2020: 2857 mm3; on (B)(6) 2020: 2618 mm3 [lymphocyte percentage ( 23- 42 %)] on (B)(6) 2018: 48.8 %; on (B)(6) 2019: 57 %; on (B)(6) 2020: 46 %; on (B)(6) 2020: 47 % [mean cell haemoglobin ( 27.5- 33.2 pg)] on (B)(6) 2018: 28.80 pg; on (B)(6) 2019: 27.07 pg; on (B)(6) 2020: 29.61 pg; on (B)(6) 2020: 30.39 pg [mean cell haemoglobin concentration ( 20- 35.5 %)] on (B)(6) 2018: 31.81 %; on (B)(6) 2019: 30.40 %; on (B)(6) 2020: 32.93 %; on (B)(6) 2020: 33 % [mean cell volume ( 80- 98 fl)] on (B)(6) 2018: 90.55 fl; on (B)(6) 2019: 89.04 fl; on (B)(6) 2020: 89.91 fl; on (B)(6) 2020: 92.11 fl [mean platelet volume ( 6.8- 12.6 fl)] on (B)(6) 2020: 8.4 fl; on (B)(6) 2020: 8.2 fl [monocyte count ( 37- 1500 mm3)] on (B)(6) 2018: 130 mm3; on (B)(6) 2019: 227 mm3; on (B)(6) 2020: 435 mm3; on (B)(6) 2020: 323 mm3 [monocyte percentage ( 1- 13 %)] on (B)(6) 2018: 2.5 %; on (B)(6) 2019: 5.3 %; on (B)(6) 2020: 7 %; on (B)(6) 2020: 5.8 % [neutrophil count ( 1800- 7700 mm3)] on (B)(6) 2018: 2350 mm3; on (B)(6) 2019: 1519 mm3; on (B)(6) 2020: 2813 mm3; on (B)(6) 2020: 2512 mm3 [neutrophil percentage ( 41- 66 %)] on (B)(6) 2018: 45.1 %; on (B)(6) 2019: 35.5 %; on (B)(6) 2020: 45.3 %; on (B)(6) 2020: 45.1 % [pathology test] on (B)(6) 2020: mascroscopic:uterine body, weight 66g, measuring 5.5x4.5.4.0 cm, smooth serosa, brown endometrium, soft, measuring 0.2 cn in thickness, myometrium measuring 1.6 cm in thickness and absence of myomatous nodules. Fallopian tube within normal limits. Microscopic: atrophic endometrium, myometrium without particularities, absence of signs of malignancy in the material examined; cervix with area of squamous metaplasia and naboth cysts, absence of signs of malignancy in the material examined; uterine tube within normal limits. Cervix measuring 3.5x3.0x3.0 cm whitened ectocervix, patent cervical canal. Uterine tube length 4.0 cm, diameter 0.5 cm, grayish serosa, congested and virtual light [physical examination] on (B)(6) 2020: flat abdomen, flaccid, painless on palpation, absence of palpable masses. [Platelet count ( 140- 450 10*3/mm3)] on (B)(6) 2018: 215 10*3/mm3; on (B)(6) 2019: 221 10*3/mm3; on (B)(6) 2020: 203 10*3/mm3; on (B)(6) 2020: 224 10*3/mm3; on (B)(6) 2020: 224 10*3/mm3 [red blood cell count ( 4- 5.40 10e4/mm3)] on (B)(6) 2019: 4.47 10e4/mm3; on (B)(6) 2020: 4.56 10e4/mm3; on (B)(6) 2020: 4.31 10e4/mm3; on (B)(6) 2020: 4.31 10e4/mm3 [red cell distribution width ( 11- 15.5 %)] on (B)(6) 2018: 12.2 %; on (B)(6) 2019: 11.9 %; on (B)(6) 2020: 12.4 %; on (B)(6) 2020: 12.6 % [smear cervix] on (B)(6) 2019: benign and inflammatory cellular alterations and presence of bacteria (gardnerella vaginallis); on (B)(6) 2019: benign cellular changes, marked inflammation with gardnerella vaginalis-like bactéria; on (B)(6) 2020: satisfactory granular squamous, trophic smear, lactobacillary bacterial flora with cytolysis; on (B)(6) 2020: negative for neoplastic cells [thyroxine ( 0.89- 1.79 ng/ml)] on (B)(6) 2020: 1.01 ng/ml; on (B)(6) 2020: 1.14 ng/ml; on (B)(6) 2020: 1.14 ng/ml [ultrasound abdomen] on (B)(6) 2018: unremarkable; on (B)(6) 2018: liver: normal; bile ducts: normal; gallbladders: normal, without stones; pancreas: normal; spleen: normal; vessels: normal; retro-peritoneum: no visible ultrasound alterations; costophrenic sinuses: free; kidneys: normal; bladder: no visible ultrasound alterations; diagnostic hypothesis: total abdomen acoustically within normal standards. [Ultrasound scan vagina] on (B)(6) 2018: vagina: acoustically normal; uterus: anteverse, centered, regular contours and precise limits; measures: 6.90 x 4.20 x 4.30 cm and volume: 64.80 cm3 (reference value: 25 - 160 cm3); myometrium: homogeneous acoustic texture; closed endocervical canal; presence of two hyperechogenic images with reverberation compatible with ligation. Presence of hyperechogenic, oval image measuring 0.8 x 0.6 x 0.6 cm, which may correspond with endometrial polyp. Ovaries: right para-uterine and left just-uterine, with regular contours and precise limits, parenchyma of mixed texture and normal echogenicity; right ovary measurements: 2.50 x 1.30 x 1.80 cm and volume: 3.04 cm3 (reference value: 3 - 12 cm3), without micropolycystic appearance; left ovary measurements: 2.70 x 1.00 x 2.10 cm and volume 2.95 cm3 (reference value: 3 - 12 cm3), without micropolycystic appearance; on (B)(6) 2019: vagina: acoustically normal; uterus: anteverse, centered, regular contours and precise limits; measures: 7,70 x 3,90 x 4,60 cm and volume: 71,83 cm3 (reference value: 25 - 90 cm3); myometrium: homogeneous acoustic texture; closed endocervical canal; eco endometrial present, well delimited, regular, homogeneous echogenic, with a thickness of 8.00mm. Ovaries: right and left para-uterine, with regular contours and precise limits, parenchyma of mixed texture and normal echogenicity; right ovary measurements: 3,30 x 1,30 x 1.70 cm and volume: 3.79 cm3 (reference value: 3 - 12 cm3), without micropolycystic appearance; left ovary measurements: 3,10 x 1,60 x 2,80 cm and volume 7,22 cm3 (reference value: 3 - 12 cm3), without micropolycystic appearance. Diagnostic hypothesis: myometrium diffusely heterogeneous, without the presence of polyps; on (B)(6) 2020: bladder: anechoic content, smooth and well-defined walls. Vagina: acoustically normal; uterus: anteverse, centered, regular contours and precise limits; measures: 8,82 x 4,79 x 5,80 cm and volume: 127,42 cm3 (reference value: 25 - 160 cm3);myometrium: homogeneous acoustic texture; closed endocervical canal, presence of echogenic image in bilateral tubes, which may correspond to essure, echo endometrial present, well delimited, regular, heterogenous echogenic, with a thickness of 7,40mm. Ovaries: right and left para-uterine, with regular contours and precise limits, parenchyma of mixed texture and normal echogenicity; right ovary measurements: 3,14 x 2,18 x 3,08 cm and volume: 10,96 cm3 (reference value: 3 - 12 cm3), with presence of hypoechoic cystic image with low amplitude debris measuring 1,25 x 1,43 x 1,28 cm with a volume of 1,23 ml; left ovary measurements: 1,75 x 2,66 x 2,03 cm and volume 4,91 cm3 (reference value: 3 - 12 cm3). Diagnostic hypothesis: periendometrial cystic images of nonspecific significance but cannot rule out the adenomyosis hypothesis; hemorrhagic cyst in the right ovary; on (B)(6) 2020: vagina: acoustically normal; uterus: anteverse, centered, regular contours and precise limits; measures: 7,74 x 3,86 x 4,36 cm and volume: 67,74 cm3 (reference value: 25 - 160 cm3); myometrium: homogeneous acoustic texture; closed endocervical canal, presence of echogenic islands, present echo endometrial, well-defined, regular, linear and thin. Endometrial echo thickness: 1.30mm. Ovaries: right and left para-uterine, with regular contours and precise limits, parenchyma with multiple sub-cortical follicles. Right ovary measurements: 3,01 x 1,72 x 3,02 cm and volume: 8,13 cm3 (reference value: 3 - 12 cm3), with micropolicystic appearence; left ovary measurements: 3,02 x 1,63 x 3,10 cm and volume 7,94 cm3 (reference value: 3 - 12 cm3), with micropolicystic appearence. Diagnostic hypothesis: alteration of myometrial echotexture of non-specific significance, however, not being able to rule out the hypothesis of adenomyosis; polycystic sonographic appearance ovaries and bilateral intratubary device [ultrasound urinary system] on (B)(6) 2020: unremarkable; on (B)(6) 2020: kidneys: normal; bladder: normal; diagnostic hypothesis: echographically normal [ultrasound uterus] on (B)(6) 2020: bilateral intratubary device [urine analysis] on (B)(6) 2019: urine culture with antibiogram: without bacteria growth.; on (B)(6) 2020: presence of red blood cells (20000/ml) - normal: until 5000/ml; on (B)(6) 2020: hemoglobin (posivite ++) - normal: negative; presence of red blood cells (18000/ml) - normal: until 5000/ml [very low density lipoprotein] on (B)(6) 2020: 9 mg/dl [white blood cell count ( 4400- 11300 /mm3)] on (B)(6) 2018: 5210 /mm3; on (B)(6) 2019: 4280 /mm3; on (B)(6) 2020: 6210 /mm3; on (B)(6) 2020: 5570 /mm3; on (B)(6) 2020: 5570 /mm3; on (B)(6) 2020: 5570 /mm3 [x-ray of pelvis and hip] on (B)(6) 2014: showed symmetrical and bilateral essure; on (B)(6) 2020: metallic device in the pelvis, bones of preserved structure and anatomical configuration; sclerosis of the acetabular roof bilaterally; soft parts without alterations; there are no signs of fracture.; on (B)(6) 2020: acetabular roof sclerosis bilaterally, metallic device in the pelvis quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-jun-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure embedded in the uterine body on the left') and internal haemorrhage ('internal bleeding / haemorrhage') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3, menstruation normal (duration of 4-5 days, without cramps and normal flow.) And menarche (she was 15 years old.). Denies previous surgeries, drug allergy, comorbidities, alcoholism, smoking and is sedentary. Previously administered products included for an unreported indication: ciclo in 2009. Concomitant products included desogestrel (cerazette) since (B)(6) 2020. On (B)(6) 2014, the patient had essure inserted. In 2016, the patient experienced pelvic pain ("worsening pelvic pain / pelvic pain frequently") and menstruation irregular ("irregular menses (duration of 3 days, small amount)"). In 2017, the patient experienced internal haemorrhage (seriousness criterion medically significant), belly ache ("belly pain frequently"), uterine enlargement ("uterus growth"), urinary tract infection ("urinary infection frequently"), pain in extremity ("pains in the legs"), arthralgia ("joint pain"), vaginal discharge ("bad smell during intercourse / vaginal discharge / vaginal discharge with odor") and uterine inflammation ("inflammation of the uterus"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), abdominal pain lower ("many cramps very often, short period after essure inserted"), abdominal pain ("abdominal pains"), headache ("headache"), nausea ("nausea"), endometriosis ("endometriosis"), ovarian cyst ("cyst in the right ovary / ovarian cysts"), female sexual dysfunction ("could not have sex"), coital bleeding ("bleeding during intercourse"), adenomyosis ("adenomyosis"), paraesthesia ("tingling in the legs"), back pain ("lower back pain"), peripheral swelling ("swelling in the legs"), fatigue ("fatigue"), alopecia ("hair loss") and intra-abdominal fluid collection ("fluid in the abdomen"). The patient was treated with surgery (histerectomy and salpingectomy, with essure removal). Essure was removed. At the time of the report, the embedded device outcome was unknown and the internal haemorrhage, abdominal pain lower, abdominal pain, headache, uterine enlargement, nausea, urinary tract infection, endometriosis, ovarian cyst, female sexual dysfunction, pain in extremity, arthralgia, vaginal discharge, uterine inflammation, coital bleeding, adenomyosis, paraesthesia, back pain, peripheral swelling, fatigue, alopecia, intra-abdominal fluid collection, pelvic pain and menstruation irregular had not resolved. The reporter provided no causality assessment for embedded device with essure. The reporter considered abdominal pain lower, adenomyosis, alopecia, arthralgia, back pain, belly ache, coital bleeding, endometriosis, fatigue, female sexual dysfunction, headache, internal haemorrhage, intra-abdominal fluid collection, menstruation irregular, nausea, ovarian cyst, pain in extremity, paraesthesia, pelvic pain, peripheral swelling, urinary tract infection, uterine enlargement, uterine inflammation, vaginal discharge and abdominal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.9 kg/sqm. Blood cholesterol (190 mg/dl) - on (B)(6) 2020: 185 mg/dl. Blood creatinine (0.4 - 1.4 mg/dl) - on (B)(6) 2020: 0.84 mg/dl. Blood glucose (60 - 99 mg/dl) - on (B)(6) 2020: 87 mg/dl. Blood pressure measurement - on (B)(6) 2020: 135 x 79 mmhg. Blood thyroid stimulating hormone (0.48 - 4.17 mcu/ml) - on (B)(6) 2020: 4.52 mcu/ml; on (B)(6) 2020: 2.91 mcu/ml. Blood urea (10 - 50 mg/dl) - on (B)(6) 2020: 22 mg/dl. Culture urine - on (B)(6) 2019: no bacterial growth. Cytology - on (B)(6) 2020: unspecific cytological alterations, negative for neoplastic cells. Gynaecological examination - on an unknown date: endometriosis, cyst in the right ovary and internal bleeding; on (B)(6) 2020: specular: posterior uterine cervix normotrophic, slit orifice, presence of naboth cyst and grade 1 ectope, physiological secretion. Vaginal touch: avf uterus, intrapelvic, mobile, absence of pain on neck mobilization, non-palpable adnexal masses.. Haemoglobin (4 - 5.40 10e4/mm3) - on (B)(6) 2020: 4.56 10e4/mm3; on (B)(6) 2020: 4.31 10e4/mm3. Pathology test - on (B)(6) 2020: atrophic endometrium, myometrium without particularities, absence of signs of malignancy in the material examined; cervix with area of squamous metaplasia and naboth cysts, absence of signs of malignancy in the material examined; uterine tube within normal limits. Physical examination - on (B)(6) 2020: flat abdomen, flaccid, painless on palpation, absence of palpable masses.. Smear cervix - on (B)(6) 2019: benign and inflammatory cellular alterations and presence of bacteria (gardnerella vaginallis). Thyroxine (0.89 - 1.79 ng/ml) - on (B)(6) 2020: 1.01 ng/ml; on (B)(6) 2020: 1.14 ng/ml. Ultrasound abdomen - on (B)(6) 2018: liver: normal; bile ducts: normal; gallbladders: normal, without stones; pancreas: normal; spleen: normal; vessels: normal; retro-peritoneum: no visible ultrasound alterations; costophrenic sinuses: free; kidneys: normal; bladder: no visible ultrasound alterations; diagnostic hypothesis: total abdomen acoustically within normal standards.. Ultrasound scan vagina - on (B)(6) 2018: vagina: acoustically normal; uterus: anteverse, centered, regular contours and precise limits; measures: 6.90 x 4.20 x 4.30 cm and volume: 64.80 cm3 (reference value: 25 - 160 cm3); myometrium: homogeneous acoustic texture; closed endocervical canal; presence of two hyperechogenic images with reverberation compatible with ligation. Presence of hyperechogenic, oval image measuring 0.8 x 0.6 x 0.6 cm, which may correspond with endometrial polyp. Ovaries: right para-uterine and left just-uterine, with regular contours and precise limits, parenchyma of mixed texture and normal echogenicity; right ovary measurements: 2.50 x 1.30 x 1.80 cm and volume: 3.04 cm3 (reference value: 3 - 12 cm3), without micropolycystic appearance; left ovary measurements: 2.70 x 1.00 x 2.10 cm and volume 2.95 cm3 (reference value: 3 - 12 cm3), without micropolycystic appearance; on (B)(6) 2019: vagina: acoustically normal; uterus: anteverse, centered, regular contours and precise limits; measures: 7,70 x 3,90 x 4,60 cm and volume: 71,83 cm3 (reference value: 25 - 90 cm3); myometrium: homogeneous acoustic texture; closed endocervical canal; eco endometrial present, well delimited, regular, homogeneous echogenic, with a thickness of 8.00mm. Ovaries: right and left para-uterine, with regular contours and precise limits, parenchyma of mixed texture and normal echogenicity; right ovary measurements: 3,30 x 1,30 x 1.70 cm and volume: 3.79 cm3 (reference value: 3 - 12 cm3), without micropolycystic appearance; left ovary measurements: 3,10 x 1,60 x 2,80 cm and volume 7,22 cm3 (reference value: 3 - 12 cm3), without micropolycystic appearance. Diagnostic hypothesis: myometrium diffusely heterogeneous, without the presence of polyps; on (B)(6) 2020: vagina: acoustically normal; uterus: anteverse, centered, regular contours and precise limits; measures: 7,74 x 3,86 x 4,36 cm and volume: 67,74 cm3 (reference value: 25 - 160 cm3); myometrium: homogeneous acoustic texture; closed endocervical canal, presence of echogenic islands, present echo endometrial, well-defined, regular, linear and thin. Endometrial echo thickness: 1.30mm. Ovaries: right and left para-uterine, with regular contours and precise limits, parenchyma with multiple sub-cortical follicles. Right ovary measurements: 3,01 x 1,72 x 3,02 cm and volume: 8,13 cm3 (reference value: 3 - 12 cm3), with micropolicystic appearence; left ovary measurements: 3,02 x 1,63 x 3,10 cm and volume 7,94 cm3 (reference value: 3 - 12 cm3), with micropolicystic appearence. Diagnostic hypothesis: alteration of myometrial echotexture of non-specific significance, however, not being able to rule out the hypothesis of adenomyosis; polycystic sonographic appearance ovaries and bilateral intratubary device. Ultrasound urinary system - on (B)(6) 2020: kidneys: normal; bladder: normal; diagnostic hypothesis: echographically normal. Ultrasound uterus - on (B)(6) 2020: bilateral intratubary device. Urine analysis - on (B)(6) 2020: presence of red blood cells (20000/ml) - normal: until 5000/ml; on (B)(6) 2020: hemoglobin (posivite ++) - normal: negative; presence of red blood cells (18000/ml) - normal: until 5000/ml. White blood cell count (3600 - 11000 /mm3) - on (B)(6) 2020: 6210 /mm3; on (B)(6) 2020: 5570 /mm3. X-ray of pelvis and hip - on (B)(6) 2020: metallic device in the pelvis, bones of preserved structure and anatomical configuration; sclerosis of the acetabular roof bilaterally; soft parts without alterations; there are no signs of fracture.. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 14-apr-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("essure embedded in the uterine body on the left"), internal haemorrhage ("internal bleeding / haemorrhage") and vaginal prolapse ("posterior vaginal wall prolapse") in a 35 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of menarche (she was 15 years old.) In 1996 and menstruation normal (duration of 4-5 days, without cramps and normal flow.) And parity 3 (all vaginal deliveries). Denies previous surgeries, drug allergy, comorbidities, alcoholism, smoking and is sedentary. Previously administered products included: ciclo 21. The only concomitant product mentioned was cerazette [desogestrel] since (B)(6) 2020. On (B)(6) 2014, the patient had essure inserted. In 2016 she experienced pelvic pain ("worsening pelvic pain / pelvic pain frequently") and menstruation irregular ("irregular menses (duration of 3 days, small amount)"). In 2017 she experienced internal haemorrhage (seriousness criterion medically important), belly ache ("belly pain frequently"), uterine enlargement ("uterus growth"), urinary tract infection ("urinary infection frequently"), pain in extremity ("pains in the legs"), arthralgia ("joint pain"), vaginal discharge ("bad smell during intercourse / vaginal discharge / vaginal discharge with odor"), uterine inflammation ("inflammation of the uterus") and uterine polyp ("polyp in uterus"). Essure was removed on (B)(6) 2020. An unknown time later she experienced embedded device (seriousness criteria medically important and intervention required), vaginal prolapse (seriousness criterion medically important), abdominal pain lower ("many cramps very often, short period after essure inserted"), abdominal pain ("abdominal pains"), headache ("headache"), nausea ("nausea"), endometriosis ("endometriosis"), ovarian cyst ("cyst in the right ovary / ovarian cysts"), female sexual dysfunction ("could not have sex"), coital bleeding ("bleeding during intercourse"), adenomyosis ("adenomyosis"), paraesthesia ("tingling in the legs"), back pain ("lower back pain"), peripheral swelling ("swelling in the legs"), fatigue ("fatigue"), alopecia ("hair loss") and intra-abdominal fluid collection ("fluid in the abdomen"). The patient was treated with fenbip (ketoprofen), paracetamol + fosf. De codeina (codeine phosphate, paracetamol) and amoxicilina + acido clavulonico (amoxicillin trihydrate, clavulanate potassium) as well as surgery (total hysterectomy and salpingectomy, with essure removal on (B)(6) 2020, and vaginal prolapse repair on (B)(6) 2022). At the time of the report, the vaginal prolapse had resolved and the internal haemorrhage, abdominal pain lower, abdominal pain, headache, uterine enlargement, nausea, urinary tract infection, endometriosis, ovarian cyst, female sexual dysfunction, pain in extremity, arthralgia, vaginal discharge, uterine inflammation, coital bleeding, adenomyosis, paraesthesia, back pain, peripheral swelling, fatigue, alopecia, intra-abdominal fluid collection, pelvic pain and menstruation irregular had not resolved. The outcomes for embedded device, abdominal pain and uterine polyp were unknown. The reporter considered belly ache, abdominal pain, abdominal pain lower, adenomyosis, alopecia, arthralgia, back pain, coital bleeding, endometriosis, fatigue, female sexual dysfunction, headache, internal haemorrhage, intra-abdominal fluid collection, menstruation irregular, nausea, ovarian cyst, pain in extremity, paraesthesia, pelvic pain, peripheral swelling, urinary tract infection, uterine enlargement, uterine inflammation, uterine polyp, vaginal discharge and vaginal prolapse to be related to essure administration. No causality assessment was received for essure with regard to embedded device. The reporter commented: discrepant start date (B)(6) 2014 or (B)(6) 2014. Essure removal surgery total hysterectomy vaginal with bilateral salpingectomy was performed without intercurrences, during the procedure was also performed prolapse vaginal repair. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 23.85 kg/sqm. [Basophil count ( 0- 200 mm3)] on (B)(6) 2018: 21 mm3; on (B)(6) 2019: 17 mm3; on (B)(6) 2020: 25 mm3. [Basophil percentage ( 0- 2 %)] on (B)(6) 2018: 0.4 %; on (B)(6) 2019: 0.4 %; on (B)(6) 2020: 0.4 %; on (B)(6) 2020: 0.5 %. [Blood cholesterol (< 190 mg/dl)] on (B)(6) 2020: 185 mg/dl; on (B)(6) 2020: 182 mg/dl. [Blood creatinine ( 0.4- 1.4 mg/dl)] on (B)(6) 2020: 0.84 mg/dl. [Blood glucose ( 60- 99 mg/dl)] on (B)(6) 2020: 87 mg/dl. [Blood pressure measurement] on (B)(6) 2020: 135 x 79 mmhg. [Blood thyroid stimulating hormone ( 0.48- 4.17 mcu/ml)] on (B)(6) 2020: 4.52 mcu/ml; on (B)(6) 2020: 2.91 mcu/ml. [Blood triglycerides] on (B)(6) 2020: 45 mg/dl. [Blood urea ( 10- 50 mg/dl)] on (B)(6) 2020: 22 mg/dl. [Culture urine] on (B)(6) 2019: no bacterial growth. [Cytology] on (B)(6) 2020: unspecific cytological alterations, negative for neoplastic cells. [Electrocardiogram] on (B)(6) 2020: unremarkable. [Eosinophil count ( 0- 800 mm3)] on (B)(6) 2018: 167 mm3; on (B)(6) 2019: 77 mm3; on (B)(6) 2020: 81 mm3. [Eosinophil percentage ( 0- 5 %)] on (B)(6) 2018: 3.2 %; on (B)(6) 2019: 1.8 %; on (B)(6) 2020: 1.3 %. [Gynaecological examination] on (B)(6) 2020: specular: posterior uterine cervix normotrophic, slit orifice, presence of naboth cyst and grade 1 ectope, physiological secretion. Vaginal touch: avf uterus, intrapelvic, mobile, absence of pain on neck mobilization, non-palpable adnexal masses; (date unknown): endometriosis, cyst in the right ovary and internal bleeding. [Haematocrit ( 33- 47.8 %)] on (B)(6) 2020: 41.0 %; on (B)(6) 2020: 39.7. [Haemoglobin ( 12.3- 15.3 g/dl)] on (B)(6) 2018: 12.5 g/dl; on (B)(6) 2019: 12.1 g/dl; on (B)(6) 2020: 13.5 g/dl; on (B)(6) 2020: 13.1 g/dl. [High density lipoprotein] on (B)(6) 2020: 54 mg/dl. [Low density lipoprotein] on (B)(6) 2020: 115 mg/dl. [Lymphocyte count ( 1000- 4500 mm3)] on (B)(6) 2018: 2542 mm3; on (B)(6) 2019: 2440 mm3; on (B)(6) 2020: 2857 mm3; on (B)(6) 2020: 2618 mm3. [Lymphocyte percentage ( 23- 42 %)] on (B)(6) 2018: 48.8 %; on (B)(6) 2019: 57 %; on (B)(6) 2020: 46 %; on (B)(6) 2020: 47 %. [Mean cell haemoglobin ( 27.5- 33.2 pg)] on (B)(6) 2018: 28.80 pg; on (B)(6) 2019: 27.07 pg; on (B)(6) 2020: 29.61 pg; on (B)(6) 2020: 30.39 pg. [Mean cell haemoglobin concentration ( 20- 35.5 %)] on (B)(6) 2018: 31.81 %; on (B)(6) 2019: 30.40 %; on (B)(6) 2020: 32.93 %; on (B)(6) 2020: 33 %. [Mean cell volume ( 80- 98 fl)] on (B)(6) 2018: 90.55 fl; on (B)(6) 2019: 89.04 fl; on (B)(6) 2020: 89.91 fl; on (B)(6) 2020: 92.11 fl. [Mean platelet volume ( 6.8- 12.6 fl)] on (B)(6) 2020: 8.4 fl; on (B)(6) 2020: 8.2 fl [monocyte count ( 37- 1500 mm3)] on (B)(6) 2018: 130 mm3; on (B)(6) 2019: 227 mm3; on (B)(6) 2020: 435 mm3; on (B)(6) 2020: 323 mm3. [Monocyte percentage ( 1- 13 %)] on (B)(6) 2018: 2.5 %; on (B)(6) 2019: 5.3 %; on (B)(6) 2020: 7 %; on (B)(6) 2020: 5.8 %. [Neutrophil count ( 1800- 7700 mm3)] on (B)(6) 2018: 2350 mm3; on (B)(6) 2019: 1519 mm3; on (B)(6) 2020: 2813 mm3; on (B)(6) 2020: 2512 mm3. [Neutrophil percentage ( 41- 66 %)] on (B)(6) 2018: 45.1 %; on (B)(6) 2019: 35.5 %; on (B)(6) 2020: 45.3 %; on (B)(6) 2020: 45.1 %. [Pathology test] on (B)(6) 2020: mascroscopic:uterine body, weight 66g, measuring 5.5x4.5.4.0 cm, smooth serosa, brown endometrium, soft, measuring 0.2 cn in thickness, myometrium measuring 1.6 cm in thickness and absence of myomatous nodules. Fallopian tube within normal limits. Microscopic: atrophic endometrium, myometrium without particularities, absence of signs of malignancy in the material examined; cervix with area of squamous metaplasia and naboth cysts, absence of signs of malignancy in the material examined; uterine tube within normal limits. Cervix measuring 3.5x3.0x3.0 cm whitened ectocervix, patent cervical canal. Uterine tube length 4.0 cm, diameter 0.5 cm, grayish serosa, congested and virtual light [physical examination] on (B)(6) 2020: flat abdomen, flaccid, painless on palpation, absence of palpable masses. [Platelet count ( 140- 450 10*3/mm3)] on (B)(6) 2018: 215 10*3/mm3; on (B)(6) 2019: 221 10*3/mm3; on (B)(6) 2020: 203 10*3/mm3; on (B)(6) 2020: 224 10*3/mm3; on (B)(6) 2020: 224 10*3/mm3 [red blood cell count ( 4- 5.40 10e4/mm3)] on (B)(6) 2019: 4.47 10e4/mm3; on (B)(6) 2020: 4.56 10e4/mm3; on (B)(6) 2020: 4.31 10e4/mm3; on (B)(6) 2020: 4.31 10e4/mm3 [red cell distribution width ( 11- 15.5 %)] on (B)(6) 2018: 12.2 %; on (B)(6) 2019: 11.9 %; on (B)(6) 2020: 12.4 %; on (B)(6) 2020: 12.6 %. [Smear cervix] on (B)(6) 2019: benign and inflammatory cellular alterations and presence of bacteria (gardnerella vaginallis); on (B)(6) 2019: benign cellular changes, marked inflammation with gardnerella vaginalis-like bactéria; on (B)(6) 2020: satisfactory granular squamous, trophic smear, lactobacillary bacterial flora with cytolysis; on (B)(6) 2020: negative for neoplastic cells. [Thyroxine ( 0.89- 1.79 ng/ml)] on (B)(6) 2020: 1.01 ng/ml; on (B)(6) 2020: 1.14 ng/ml; on (B)(6) 2020: 1.14 ng/ml. [Ultrasound abdomen] on (B)(6) 2018: unremarkable; on (B)(6) 2018: liver: normal; bile ducts: normal; gallbladders: normal, without stones; pancreas: normal; spleen: normal; vessels: normal; retro-peritoneum: no visible ultrasound alterations; costophrenic sinuses: free; kidneys: normal; bladder: no visible ultrasound alterations; diagnostic hypothesis: total abdomen acoustically within normal standards. [Ultrasound scan vagina] on (B)(6) 2018: vagina: acoustically normal; uterus: anteverse, centered, regular contours and precise limits; measures: 6.90 x 4.20 x 4.30 cm and volume: 64.80 cm3 (reference value: 25 - 160 cm3); myometrium: homogeneous acoustic texture; closed endocervical canal; presence of two hyperechogenic images with reverberation compatible with ligation. Presence of hyperechogenic, oval image measuring 0.8 x 0.6 x 0.6 cm, which may correspond with endometrial polyp. Ovaries: right para-uterine and left just-uterine, with regular contours and precise limits, parenchyma of mixed texture and normal echogenicity; right ovary measurements: 2.50 x 1.30 x 1.80 cm and volume: 3.04 cm3 (reference value: 3 - 12 cm3), without micropolycystic appearance; left ovary measurements: 2.70 x 1.00 x 2.10 cm and volume 2.95 cm3 (reference value: 3 - 12 cm3), without micropolycystic appearance; on 26-mar-2019: vagina: acoustically normal; uterus: anteverse, centered, regular contours and precise limits; measures: 7,70 x 3,90 x 4,60 cm and volume: 71,83 cm3 (reference value: 25 - 90 cm3); myometrium: homogeneous acoustic texture; closed endocervical canal; eco endometrial present, well delimited, regular, homogeneous echogenic, with a thickness of 8.00mm. Ovaries: right and left para-uterine, with regular contours and precise limits, parenchyma of mixed texture and normal echogenicity; right ovary measurements: 3,30 x 1,30 x 1.70 cm and volume: 3.79 cm3 (reference value: 3 - 12 cm3), without micropolycystic appearance; left ovary measurements: 3,10 x 1,60 x 2,80 cm and volume 7,22 cm3 (reference value: 3 - 12 cm3), without micropolycystic appearance. Diagnostic hypothesis: myometrium diffusely heterogeneous, without the presence of polyps; on (B)(6) 2020: bladder: anechoic content, smooth and well-defined walls. Vagina: acoustically normal; uterus: anteverse, centered, regular contours and precise limits; measures: 8,82 x 4,79 x 5,80 cm and volume: 127,42 cm3 (reference value: 25 - 160 cm3);myometrium: homogeneous acoustic texture; closed endocervical canal, presence of echogenic image in bilateral tubes, which may correspond to essure, echo endometrial present, well delimited, regular, heterogenous echogenic, with a thickness of 7,40mm. Ovaries: right and left para-uterine, with regular contours and precise limits, parenchyma of mixed texture and normal echogenicity; right ovary measurements: 3,14 x 2,18 x 3,08 cm and volume: 10,96 cm3 (reference value: 3 - 12 cm3), with presence of hypoechoic cystic image with low amplitude debris measuring 1,25 x 1,43 x 1,28 cm with a volume of 1,23 ml; left ovary measurements: 1,75 x 2,66 x 2,03 cm and volume 4,91 cm3 (reference value: 3 - 12 cm3). Diagnostic hypothesis: periendometrial cystic images of nonspecific significance but cannot rule out the adenomyosis hypothesis; hemorrhagic cyst in the right ovary; on (B)(6) 2020: vagina: acoustically normal; uterus: anteverse, centered, regular contours and precise limits; measures: 7,74 x 3,86 x 4,36 cm and volume: 67,74 cm3 (reference value: 25 - 160 cm3); myometrium: homogeneous acoustic texture; closed endocervical canal, presence of echogenic islands, present echo endometrial, well-defined, regular, linear and thin. Endometrial echo thickness: 1.30mm. Ovaries: right and left para-uterine, with regular contours and precise limits, parenchyma with multiple sub-cortical follicles. Right ovary measurements: 3,01 x 1,72 x 3,02 cm and volume: 8,13 cm3 (reference value: 3 - 12 cm3), with micropolicystic appearence; left ovary measurements: 3,02 x 1,63 x 3,10 cm and volume 7,94 cm3 (reference value: 3 - 12 cm3), with micropolicystic appearence. Diagnostic hypothesis: alteration of myometrial echotexture of non-specific significance, however, not being able to rule out the hypothesis of adenomyosis; polycystic sonographic appearance ovaries and bilateral intratubary device [ultrasound urinary system] on (B)(6) 2020: unremarkable; on (B)(6) 2020: kidneys: normal; bladder: normal; diagnostic hypothesis: echographically normal. [Ultrasound uterus] on (B)(6) 2020: bilateral intratubary device. [Urine analysis] on (B)(6) 2019: urine culture with antibiogram: without bacteria growth.; on (B)(6) 2020: presence of red blood cells (20000/ml) - normal: until 5000/ml; on (B)(6) 2020: hemoglobin (posivite ++) - normal: negative; presence of red blood cells (18000/ml) - normal: until 5000/ml [very low density lipoprotein] on (B)(6) 2020: 9 mg/dl [white blood cell count ( 4400- 11300 /mm3)] on (B)(6) 2018: 5210 /mm3; on(B)(6) 2019: 4280 /mm3; on (B)(6) 2020: 6210 /mm3; on (B)(6) 2020: 5570 /mm3; on (B)(6) 2020: 5570 /mm3; on (B)(6) 2020: 5570 /mm3 [x-ray of pelvis and hip] on (B)(6) 2014: showed symmetrical and bilateral essure; on (B)(6) 2020: metallic device in the pelvis, bones of preserved structure and anatomical configuration; sclerosis of the acetabular roof bilaterally; soft parts without alterations; there are no signs of fracture.; on (B)(6) 2020: acetabular roof sclerosis bilaterally, metallic device in the pelvis quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 31-may-2022: the follow information were include physician's reporters, lab data, start date updated from (B)(6) 2014 to (B)(6) 2014, other treatment produts, uterine polyp, vaginal prolapse. Upon internal review, for coding purposes, the event partial expulsion of device was added (reported event essure embedded in the uterine body on the left"). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure embedded in the uterine body on the left') and internal haemorrhage ('internal bleeding / haemorrhage') in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3, menstruation normal (duration of 4-5 days, without cramps and normal flow.) And menarche (she was (b)(6.). Denies previous surgeries, drug allergy, comorbidities, alcoholism, smoking and is sedentary. Previously administered products included for an unreported indication: ciclo in 2009. Concomitant products included desogestrel (cerazette) since (B)(6) 2020. On (B)(6) 2014, the patient had essure inserted. In 2016, the patient experienced pelvic pain ("worsening pelvic pain / pelvic pain frequently") and menstruation irregular ("irregular menses (duration of 3 days, small amount)"). In 2017, the patient experienced internal haemorrhage (seriousness criteria medically significant and intervention required), belly ache ("belly pain frequently"), uterine enlargement ("uterus growth"), urinary tract infection ("urinary infection frequently"), pain in extremity ("pains in the legs"), arthralgia ("joint pain"), vaginal discharge ("bad smell during intercourse / vaginal discharge / vaginal discharge with odor") and uterine inflammation ("inflammation of the uterus"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), abdominal pain lower ("many cramps very often, short period after essure inserted"), abdominal pain ("abdominal pains"), headache ("headache"), nausea ("nausea"), endometriosis ("endometriosis"), ovarian cyst ("cyst in the right ovary / ovarian cysts"), female sexual dysfunction ("could not have sex"), coital bleeding ("bleeding during intercourse"), adenomyosis ("adenomyosis"), paraesthesia ("tingling in the legs"), back pain ("lower back pain"), peripheral swelling ("swelling in the legs"), fatigue ("fatigue"), alopecia ("hair loss") and intra-abdominal fluid collection ("fluid in the abdomen"). The patient was treated with surgery (hysterectomy and salpingectomy, with essure removal). Essure treatment was not changed. At the time of the report, the internal haemorrhage, abdominal pain lower, abdominal pain, headache, uterine enlargement, nausea, urinary tract infection, endometriosis, ovarian cyst, female sexual dysfunction, pain in extremity, arthralgia, vaginal discharge, uterine inflammation, coital bleeding, adenomyosis, paraesthesia, back pain, peripheral swelling, fatigue, alopecia, intra-abdominal fluid collection, pelvic pain and menstruation irregular had not resolved. The reporter provided no causality assessment for embedded device with essure. The reporter considered abdominal pain lower, adenomyosis, alopecia, arthralgia, back pain, belly ache, coital bleeding, endometriosis, fatigue, female sexual dysfunction, headache, internal haemorrhage, intra-abdominal fluid collection, menstruation irregular, nausea, ovarian cyst, pain in extremity, paraesthesia, pelvic pain, peripheral swelling, urinary tract infection, uterine enlargement, uterine inflammation, vaginal discharge and abdominal pain to be related to essure. (B)(6). Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 9-apr-2021: new informations were reported: essure embedded in the uterine body on the left, date of the essure removal and lab data. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.